Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection for bacteremia, cultures were taken and antibiotic treatment was necessary. The implantable cardioverter defibrillator (ICD) system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.